Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during surgery, the plunger went over the intraocular lens (iol) and did not inject it. The surgeon thus switched over to a different injector (company provided injector) and an unspecified lens to complete the surgery. There was no patient harm.